Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one unknown implant for evaluation. Visual evaluation was performed, a fracture has been identified on the implants collar. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [unknown tsv implant] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the collar. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie complaint (B)(4). A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown.

Event description:
It was reported that the implant at tooth site # 31 was fractured at the collar and was removed. Symptoms as a result of the event: pain.